Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: "hospital staff says that the o2 concentration will slowly keep rising until it starts alarming. When device was set at 21% o2, it would slowly start to rise up to 27% and then alarm. " the patient was removed from device and placed on another.